Event description:
It was reported that the when the right ventricular (rv) lead was initially implanted, the helix came out vigorously that caused the lead to push back suddenly. The lead was not able to be placed into the initially targeted location. The physician did multiple attempts and it was determined that the lead was successfully implanted. On the next day, electrocardiogram (ECG) confirmed failure to capture and high threshold values. Fluoroscopy confirmed a slight misalignment and it was suspected that there was micro-dislodgement. As a result, physician decided to re-operate to reposition the lead. However when the physician attempted to reposition the existing lead, the physician experienced difficulty placing the lead. Subsequently, this rv lead was explanted and a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the when the right ventricular (rv) lead was initially implanted, the helix came out vigorously that caused the lead to push back suddenly. The lead was not able to be placed into the initially targeted location. The physician did multiple attempts and it was determined that the lead was successfully implanted. On the next day, electrocardiogram (ECG) confirmed failure to capture and high threshold values. Fluoroscopy confirmed a slight misalignment and it was suspected that there was micro-dislodgement. As a result, physician decided to re-operate to reposition the lead. However when the physician attempted to reposition the existing lead, the physician experienced difficulty placing the lead. Subsequently, this rv lead was explanted and a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. A helix mechanism test failed after 15 turns due to the helix housing being clogged with dried blood/body fluid. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed no abnormalities.